Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was backflow flow through a clearlink system non-dehp continu-flo solution set that was connected to an unspecified access secondary set. It was further reported that within 15 minutes of the start of the medication, the secondary set which contains a bag of non-cytotoxic medication pulled into the clearlink system non-dehp continu-flo solution set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h4 and h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.